Event description:
It was reported that during cardiosave intra aortic balloon pump (iabp), battery was not charging. There was no patient involved.

Manufacturer narrative:
Due character limit e1 event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported failure of batteries not being charged. Upon further investigation, the fse determined the ac power cord reel was defective and the power supply assembly was suspect. Therefore, the fse replaced the ac power cord reel and cardiosave power supply assembly. The fse performed full cardiosave calibration, functionality check, and safety checks per manufacturer specifications. The unit passed all test and was returned to the customer. The failure analysis and testing dept. Received the following parts associated with this complaint. Parts were received with a reported failure of the unit not charging batteries. The fat performed a visual inspection and found the parts to be in good condition. Reel had significant wear and tear but no damage. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Power supply tested good and no failure could be confirmed. Reel had no continuity in one wire. This would mean the part will fail to provide power and charge the batteries. Confirmed the failure for this part. Probable root cause will be expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number.

Event description:
N/a.